Manufacturer narrative:
Additional information was received that the intermittent 8cm unit would ventilate. A peep of 10cm or lower is within a range normally used by a clinician. Temporary pressurizing of airways is minor because it typically includes alveoli distension without rupture or permanent airway injury (trachea, bronchus, bronchioles), and is self-resolving when air pressure is lowered or removed. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during pre-use checkout. There was no patient involvement.